Event description:
It was reported, the monitor displayed no image on port b. There was no report of patient harm associated with this event.

Manufacturer narrative:
No device was returned to olympus for evaluation. An olympus technical assistant center (tac) representative assisted the customer with the troubleshooting process. It was confirmed that the monitor was connected to the laptop. The video cabling was correctly going into the monitor. The input was changed from component to hd15 (high density connector), which brought up the image for the customer. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the no image on port b occurred due to settings. Olympus will continue to monitor field performance for this device.